Event description:
It was reported that the customer was hospitalized due to high blood glucose of 748 mg/dl and diabetic ketoacidosis. The customer was wearing the insulin pump at the time of the hospitalization. At the time of the phone call the customer's blood glucose was above 350 mg/dl and they were calling for assistance with their insulin pump. They stated that they were having inaccurate readings on the device. The drive support cap was recessed. The device passed all functional tests including high pressure test. The time and the date were programmed incorrectly. Assistance was provided to correct. In the alarm history found one no delivery and some battery alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.